Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the cable was broken. Also, evaluation found the image was too dark and not visible. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that there was no light or image transmission from the videoscope cable exera ii. Also, the image was blurry and warped. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to cable disconnection. Olympus will continue to monitor field performance for this device.